Event description:
The manufacturer received information alleging a trilogy ev300 device failed system leak verification: pressure drop over 10s. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed system leak verification: pressure drop over 10s. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse) the customer's complaint was confirmed. The fse replaced the device's 3-way solenoid valve (housing) and proportional valve. Additionally, the device's fio2 housing tube and fio2 housing were replaced. The fse tested the unit with pre setup to confirm if replaced parts resolve the issue regarding leak verification on the device prior to performing final test. The device passed pre setup and pneumatic test prior to final test and unit passed final test via ev300 service manual version 4 and back to use with no restriction.